Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova deutschland manufactures the s5 hlm. The event occurred in evansville, united states. Livanova field service engineer was dispatched to customer facility, confirmed the issue and replaced the hmf motor board and hms control board of the pump. The unit has been cleaned and inspected, functional and verification test have been performed and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that s5 hlm roller pump gave an error and stopped, consequently spare pump has been used. The issue occurred during procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no prior reports of similar events have been communicated to livanova since the date of device manufacturing, neither concerning trend has been identified. Based on investigation findings, the root cause of the issue is related to failure of the motor control boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova livanova will keep the post market surveillance.